Event description:
During an in-clinic follow-up, high pacing impedance and a loss of capture were observed on the left ventricular (lv) lead. X-ray imaging was performed and revealed the lv lead had become dislodged. Episodes of ventricular tachycardia (vt) were also observed in the device memory and were attributed to the dislodgement. The device successfully identified the vt and appropriately delivered anti-tachycardia pacing (atp). Upon revision, the suture sleeve of the lv lead was found to not have been sewn tight enough during the initial implant procedure and was believed to be the cause of the dislodgement. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event was dislodgement and failure to capture. As received, a complete lead was returned for analysis. The s-curve hump height was measured, and it was within product specification. The reported event of failure to capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.